Manufacturer narrative:
The electrode lot number and their expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined that the chipped ion-selective electrode cup had caused the event. He replaced the cup and verified the analyzer's performance by multiple ion-selective electrode checks, calibrations, qcs, and a 21-cup precision check. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode results from six patient samples tested on the cobas pro ise analytical unit. The following examples of discrepant results were provided: patient sample 1 the initial na result was 146 mmol/l. The repeat result was 137 mmol/l. Patient sample 2 the initial na result was 141 mmol/l. The repeat result was 134 mmol/l. Patient sample 3 the initial na result was 137 mmol/l. The repeat result was 129 mmol/l. The na results were trending high, prompting the patient samples to be rerun. The repeat results were deemed correct.